Manufacturer narrative:
The y drive and positioner motion controller were replaced as a precaution since the reported error could not be reproduced. Evaluation of the suspect y drive and position motion controller found the part to be fully functional. No fault found. Y drive stops as soon as power is removed and the brake torque exceeds the minimum requirements to be within specification.

Manufacturer narrative:
Mfg date now provided.

Event description:
A medtronic representative reported that, while in a procedure, the site noted unexpected behavior in the y-axis of their o-arm. The o-arm continued to move downward (y-axis) for 2 seconds after releasing the button on the pendant. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The motion control box was returned to the manufacturer for analysis. The device was tested on a functional system for >6 days and found to be fully functional. The reported event could not be duplicated on this component by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. Rmas issued. Replacement y-drive assembly, drive replacement tool kit and motion control box shipped to site. Medtronic representative performed a navigation system check-out, all areas passed except mechanical. Issue was resolved, and medtronic representative replaced the y-drive and positioner motion controller as a precaution as the error was not able to be reproduced.